Manufacturer narrative:
The instrument was not returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hernia repair surgical procedure, peritoneal tissue became entrapped at the wrist of the instrument. The tissue was released by wrist rotation and pulling with other instrument to remove tissue lodged in wrist. It is unclear if tissue was excised. It was confirmed there was no bleeding due to this event.